Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks from the right ventricular (rv) lead due to a possible rv lead fracture. It was also reported that the rv lead had high impedance and oversensing. The rv lead was capped and replaced with a new lead. No further patient complications have been reported as a result of this event.